Event description:
It was reported that the tip of the recanalization catheter appeared to be deformed once it was removed from the packaging. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number and issue to date. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon available info. It is unk if the matter in which the device was removed from the packaging contributed to the reported event.